Manufacturer narrative:
Alarm, failure to, evaluation results: (other) - unit gives single chirp when battery is applied. Green power indicator flashes one time when power switch to on. No tone and no tone selection functions. The rj-11 sensor connection is not working and the fail safe function is not working. The buttons are not intact and do not function properly.

Event description:
It was reported that a keepsafe fall monitor alarm model 8350 is non responsive, they tried new batteries and tried different pads. No patient injury reported.